Event description:
It was reported that on an unknown date, a 19mm trifecta gt valve was implanted. On (B)(6) 2022, aortic regurgitation was observed. Subsequently, the valve was explanted. The cuff was injured during explant; the upper part of the lr commissure remained connected, the right side was large and the left side was slightly depressed. A new 19mm sjm regent mechanical heart valve was successfully implanted as a replacement. The patient was reported to be in stable condition.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
Explant due to aortic regurgitation was reported. The investigation found leaflets 1 and 2 were torn. There was circumferential fibrous pannus ingrowth on the inflow surface, with narrowing of inflow diameter. Leaflet 2 contained a fold and there was degenerative changes noted. No acute inflammation or significant calcifications were present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. The cause of the tear could not be conclusively determined; however, the fibrous pannus ingrowth noted had the potential to induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation, leading to leaflet tears and reduced durability. Additionally, the degenerative changes noted to the tissue could have contributed to the tear formation. In the absence of any calcification or evidence for infection, the reported event is consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. In this case, histological evaluation did demonstrate denatured appearance to the collagen at the tear site, which could have contributed to the formation of the tear.